Event description:
The physician was using a cougar guidewire during a procedure. At the end of the procedure, a fragment the cougar guide wire broke off while removing wires from the left main. Intervention was required as a result of the event. No further clinical sequelae were reported.

Manufacturer narrative:
Results: device not returned for evaluation, no device received for evaluation. Conclusions: device not returned for evaluation. (B)(4).